Manufacturer narrative:
Follow-up #1 and final report submitted to update the lot number as well as sections based on the results of investigation. The reported device, 3.2mm x 140mm bone pin, was noticed to have fractured when removing the bone pin. The case completed successfully. The bone pin was discarded by the hospital. Product evaluation and results: not performed as the device was not returned for evaluation. Review of the device history records indicate 202 devices were manufactured under lot no w49789-1 and accepted into final stock on (B)(6) 2017.no non-conformances were identified during inspection. A review of complaints in (B)(6) and trackwise related to p/n 143110, lot number w49789-1 shows no additional complaints related to the failure in this investigation. The exact root cause of the event could not be determined because insufficient information was provided. If additional information becomes available, this investigation will be reopened. Product surveillance will continue to monitor for trends. A review of stryker¿s nc/CAPA database indicated there have been two capas associated with the product and failure mode reported in this event. One CAPA has been completed ((B)(6) system is (B)(4)) while the second is still open (trackwise (B)(4)). The device was not returned for evaluation.

Event description:
It was reported that while performing a tka on patient's right knee, bone pins were inserted. On removal, the tip of one tibial pin broke off. A c-arm was used to see if the tip remained in patient. It was reported that the tip was not found in the patient. The case was completed successfully with no surgical delay.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
It was reported that while performing a tka on patient's right knee, bone pins were inserted. On removal, the tip of one tibial pin broke off. A c-arm was used to see if the tip remained in patient. It was reported that the tip was not found in the patient. The case was completed successfully with no surgical delay.